Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near the display window corners noted during visual inspection. Blank display noted due to moisture damage on the lcd board and mother board. Unable to confirm button error alarm due to blank display.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 120 mg/dl. Customer stated that there was moisture exposure due to sweating. Advised the customer that insulin pump would be replaced. No further information provided.